Event description:
It is reported that the guide wire would not follow the guide into the femoral head causing a 1 hour extension in surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.